Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient reported cannula issue event on (B)(6) 2025. The patient reported that in the infusion set cannula, there was a little red object in the cannula blocking the insulin. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for six hours. The blood glucose level was high upto 300 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.